Event description:
It was reported that during a da vinci hysterectomy procedure, the large suturecut needle driver instrument stopped moving. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The large suturecut needle driver instrument was returned and evaluated. Failure analysis investigation found that the instrument grips would not move intuitively due to broken cable. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist and other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, broken cable found during failure analysis, if to reoccur could cause or contribute to an adverse event.